Event description:
Customer reported receiving a button error alarm on the insulin pump when attempting to rewind and change the set. Customer's blood glucose reading at the time of the call was 146 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. Insulin pump had a cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.